Event description:
It was reported that bd alaris smartsite gravity set separated the following information was received by the initial reporter with the following verbatim: 2194-pc - base of drip chamber broke off from tubing after tubing spiked with an IV review product this has happened 3 or 4 times that has been reported others have been thrown away.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.